Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient was not feeling well and interrogation of their cardiac resynchronization therapy - defibrillator (crt-d) was conducted. Atrial undersensing was observed as well as no atrial capture. A lack of bi-ventricular pacing was also observed during the interrogation. The device remains in use. No patient complications have been reported as a result of this event.